Manufacturer narrative:
Cartridge was not returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from an unspecified location. The customer changed the cartridge to address the event and resumed insulin delivery. The customer's blood glucose level was approximately 110 mg/dl.